Event description:
Related manufacturer report number: 2017865-2022-10979. During an in clinic follow-up, diagnostic imaging revealed right atrial lead dislodgement. Additionally, it was reported that high capture threshold was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.